Event description:
Complainant alleged that while during a cardioversion on a patient (age & gender unknown), the device failed to discharge via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.